Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a recoverable fault when seated in the arm. The procedure was completed with no reported injury. Additional information has been requested from the customer concerning the reported event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found the primary failure of a failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Root cause of this failure is attributed to mishandling/misuse. The instrument was also found to have input disks #6 and #7 broken into pieces inside of the housing. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. Root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the maryland bipolar forceps (471172-16/k10211206 0402) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. This complaint is considered a reportable event due to the following conclusion: it was identified through failure analysis that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no reported harm or injury to the patient, the failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Field is blank because the product is not implantable. Information for the blank field is not available. Fields are not applicable.